Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an event where no insulin was coming out of tubing. The set was used for less than 1 hour. Patient's blood glucose at the time of event was 602 mg/dl therefore, patient had to go to the emergency room. The patient was treated with IV and insulin. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6004830 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code malfunction cannot be determined. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6004830 was manufactured according to the wi version 96 and packaging in the multivac m10, on 05/ene/2024, with a total of (B)(4) units. Welding lot 4a00631 was manufactured according to the wi version 33, welding in the machine ls24, ls25, ls1, on 04/ene/2024, with a total of (B)(4) units. Lot 4a1409 was manufactured according to the wi version 33, welding in the machine ls24, ls25, on 05/ene/2024, with a total of (B)(4) units. Gluing of connector lot 3m02425 was manufactured according to the wi version 36, gluing of connector in the line gluing 3, on 16/dic/2023, with a total of (B)(4) units. Lot 4a01408 was manufactured according to the wi version 37, gluing of connector in the line gluing 3, on 04/ene/2024, with a total of (B)(4) units. Lot 4a00628 was manufactured according to the wi version 37, gluing of connector in the line gluing 3, on 04/ene/2024, with a total of (B)(4) units. Lot 4a00629 was manufactured according to the wi version 37, gluing of connector in the line gluing 3, on 05/ene/2024, with a total of (B)(4) units. Gluing of tubing lot 3m00930 was manufactured according to the wi version 57, gluing of tubing in the machine sc08, on 12/dic/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/ago/2025 against malfunction code malfunction cannot be determine and lot 6004830 and one more complaint has been registered in database for the same lot 6004830 and malfunction code conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.